Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: one sample was returned by the customer. The set was examined for defects and abnormalities. No defects or abnormalities were observed. Sample was connected to a bd syringe and attempted to flush water through the set. Set was primed successfully. The customer complaint that the item would not infuse despite the roller clamp being wide open could not be replicated. A root cause could not be determined because the failure was unable to be replicated. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Per bd corrective and preventive action (CAPA) corporate procedure, the reported issue does not represent a single significant incident that would trigger a CAPA.

Event description:
It was reported that the 36 in 15 drop secondary set w/hgr had flow issues and "ivig" would not infuse. The following information was provided by the initial reporter: "med (ivig) would not infuse despite the roller clamp being wide open."